Event description:
Pt in cll; 6fr 25cm cordis brite tip sheath was in the rt groin of pt during procedure and the inner hemostatic valve of cordis sheath broke out of the hub of the sheath. Md tried to advance a wire through sheath as scrub tech held manual pressure on site to prevent bleeding, wire would not advance. When manual pressure released to advance wire pulsatile blood came out of hub. Wire and sheath removed to hold manual pressure to stop bleeding: bp also dropped. Manual pressure held by md and st until fem stop applied to rt groin and bleeding stopped. Manual pressure was then held on a "baseball" size hematoma for 15 minutes. Hemostasis achieved by fem stop, no further bleeding occurred. Ivf increased and dopamine administered for a short time. Pts bp recovered and pt transferred to ICU stable. Md postponed percutaneous intervention on right sfa bypass for now and will readdress it in 10 days when hematoma on rt groin should be resolved.